Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, the battery gauge was observed to deplete rapidly and the touch screen was reportedly showing signs of "cloudiness" making it uneasy to use. Although requested, the customer declined assistance from tandem technical support regarding the issues. No additional information was available.